Event description:
During use of the device for a non-clinical activity, the user reported the blood gas module configuration did not match the placement of the cable heads. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.